Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, g1, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple screen of image, the universal cord malfunction, component failure of the light guide bundle, and the light guide bundle at the insertion section was interrupted and weakened slightly a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: purple screen of image is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had dark image. The event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.